Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no patient involvement.

Manufacturer narrative:
Analysis confirmed the customer's comment as slight noise was present in the signal. It was also noted that the patient connection had disturbed pins. The device was tested using the virtual interactive patient (vip) and test cables. No cables were returned with the device. The device passed all console and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise on the atrial and ventricular channel. The analyzer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the analyzer subsequently tested out of specification during manufacturer's analysis.